Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was a de-novo, concentric and bifurcated lesion. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 15mm balloon at 14atm for 30 seconds. A 2.5 x 23mm cypher stent was implanted at 16atm for 30 seconds. A 3.0 x 18mm cypher stent was implanted at 18atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a 3.0 x 20mm balloon at 20atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 1 before the procedure and 3 after the procedure. Act was not measured. Three months later, the pt complained of chest pain and came to the hospital. Abnormal ECG was observed. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, aspiration and balloon angioplasty was conduced with a 3.25 x 8mm balloon. Ivus was conducted and the late incomplete stent apposition was observed in the cypher stents. A week later, the pt recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was due to the late incomplete stent apposition.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01058. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.